Manufacturer narrative:
(B)(4). It was communicated the affected product was not returned for evaluation. The complaint reports ¿right side implants were brought into the room for a left tkr¿. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that after several placements and removal of right sided implants into a left knee, the surgeon discovered a right tibial baseplate was implanted after he had begun sewing up the wound. It was removed and found to be fractured.

Event description:
It was reported that a revision was performed.